Event description:
The left electrode lead extruded through the tympanic membrane (tm). It is suggested that the combination of the ear infections and removal of bone at implantation may have allowed the electrode to apply pressure to the ear canal and migrate through the drum. At repositioning surgery on (B)(6) 2020 a cholesteatoma was found surrounding the electrode lead. Therefore, the surgeon left the active array in the cochlea and the stimulator housing in place; only a portion of the lead was removed. Re-implantation will be done at a later date once cholesteatoma has been completely eradicated (possibly in (B)(6) or (B)(6) 2020).